Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus calibration issue and the non-wireless telemetry issue. The stylus was misaligned with the cursor on the display screen and the radiofrequency (rf) head connection required pressure to be applied in order for the telemetry to work with the rf head. The connection between the printed circuit board (pcb) and the overlay was re-seated and the stylus was calibrated. The link electronic module (lem) pcb was replaced and calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus could not be calibrated. The user changed out the stylus but the issue persisted. Additionally, the radiofrequency (rf) head connector was worn and loose making the programmer unable to interrogate devices. The programmer was returned for service. No patient complications have been reported as a result of this event.